Event description:
As reported by the equinoxe shoulder study, the 60-year-old white female had a left tsa on (B)(6) 2021. The patient present with pain on (B)(6) 2024. The patient experienced worsening pain over several months without inciting event, images demonstrated glenoid loosening. The patient is undergoing continued observation, activity modification, and consideration of revision surgery. The outcome of this event is considered continuing. The case report form indicates that this event is possibly related to the device and unlikely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-10-45 - equinoxe replicator plate 4.5mm o/s : 6725640. 300-20-02 - equinox square torque define screw drive kit : 6811563. 300-30-08 - equinoxe preserve stem 8mm : 6885708. 310-01-44 - equinoxe, humeral head short, 44mm (alpha) : 6744700. (H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
After further review of additional information received the following sections a2, b5, d6b, d10, g1, g3, g6, h1, h2, and h6 have been updated accordingly. (D10) concomitant device(s): 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 300-30-08 - equinoxe preserve stem 8mm: 6885708 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6).

Event description:
Approximately 2 year(s), 7 month(s) and 14 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening the patient experienced worsening pain over several months without inciting event, images demonstrated glenoid loosening. Updated information was received, and the patient has since underwent a standard total with preserve step revision with the reported removal of the replicator plate, torque screw, humeral head, and the glenoid. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.